Event description:
While doing a routine cateract extraction, using the phaco, the patient sustained a corneal burn to the eye. The surgeon was using the phaco on 40 with 4 on suction. Phaco power was increased to 60, then returned to 40 without incident. Again, the power was increased to 60 and the burn occurred. The case was finished in a routine manner. Total phaco time was 3.59.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.